Event description:
The customer reported approximately 5 ml of clear liquid was leaking under the beckman coulter coulter lh 750 hematology analyzer. The customer was unable to locate the source of the leak and stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no injury or exposure was reported. Patient results were not affected by the leak and there was no change to patient treatment associated with this event. Beckman coulter field service engineer (fse) discovered that pinch valve 13 (pv13) tubing had come off at the fitting and no vacuum was delivered to drain the secondary rinse trough. Fse reattached pinch valve pv13 tubing and verified repair per established procedures. Root cause was determined to be pv13 tubing which had come off at the fitting.

Manufacturer narrative:
(B)(4).